Manufacturer narrative:
Per the clinic, it was reported that prior to treatment, the patient had also experienced an infection at the implant site. The implanted device remains insitu.

Manufacturer narrative:
This report is filed on november 09, 2017.

Event description:
Per the clinic, the patient experienced pain and inflammation at implant site. Subsequently the patient was treated with oral and injectable steroids in (B)(6) 2017 (specific date not reported) for duration of 10 days, the issue was not resolved. Oral steroids and oral antibiotics were prescribed (B)(6) 2017 for duration of 10 days and on (B)(6) 2017 oral antibiotics for a duration of 7 days. Clinical management is ongoing. The implanted device remains.